Event description:
It was reported that a procedure was cancelled. A rotapro console and rotapro 1.25 mm was selected for treatment of the target lesion. During the procedure, the rotapro console began making a noise and the system began vibrating. Because of these issues, the procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).